Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not boot up. During troubleshooting, the fse determined that the issue was traced to the power supply and low-voltage unit in cabinet m. The fse replaced the pdu fan tray and dcps and returned the defective pdu fan tray and dcps for analysis. The analysis showed that the power supply and the psu mains input cables were defective. After the replacements were completed, the system was returned to use in good working order. The failure of the pdu fan tray can be attributed to the issues resolved in philips correction (2024-igt-bst-024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.